Event description:
It was reported that the customer experienced sensor reading discrepancies. It was stated that the sensor was reading 60 mg/dl and the insulin pump went into threshold suspend twice and the blood glucose was 175 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.